Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx xience prime stent delivery system (sds) revealed blood on the balloon. There was no contrast visible. The stent implant was returned dislodged from the balloon consistent with the reported information. The middle and distal struts were stretched and the proximal struts were smashed at rows three through six. As it was reported that the stent fell on the floor after removal, it appears that the noted damage may have resulted from handling of the stent post procedure. There was no other damage noted to the stent implant. There were crimp marks on the balloon where the stent had been between the markers suggesting the stent was firmly and properly placed on the balloon at the time of manufacturing. The balloon was tightly folded. There were two bends in the hypotube 1 cm and 35 cm distal to the strain relief tubing. The hypotube bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The tip length met specification. The stent implant outer diameter measurements were not done due to the damage noted. Stent movement/unstable stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices or interaction with the rotating hemostatic valve (rhv). It is possible that the rhv may not have been sufficiently open at the time of insertion contributed to the reported unstable stent. Although a conclusive cause can not be determined there is no indication of a product quality deficiency. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and no other incidents have been reported for unstable stent or stent dislodgement for this lot. All stent delivery systems are visually inspected for stent damage, stent placement/security and are dimensionally checked to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ls, choice; guide cath: q4 6f; sheath: hexacath. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after device preparation for use, during advancing the xience prime stent delivery system (sds) outside the anatomy through the rotating hemostasis valve, the stent implant moved proximal on the balloon. The device was not used in the anatomy. There was no reported adverse patient effect. Additionally, during retracting the xience prime sds the stent moved proximally on the balloon becoming loose and eventually dislodged off the balloon onto the floor. Though requested, no additional information was provided.